Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) indicated that several previous vacuum calibrations performed at factory were not within specification. The stm recalibrated and performed all diagnostic tests. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during installation of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manger (stm) the vacuum regulator was found to be out of calibration. There was no patient involvement, thus no adverse event was reported.